Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the usb charging port of the pump was blocked with debris. Multiple follow up reports were performed, however, customer did not respond.